Manufacturer narrative:
The marksman catheter was returned for evaluation and found to be in a contradictory condition to the reported event. The catheter was separated and the proximal segment of the catheter was missing, which was not originally reported. As received, the flow diverter pushwire and braid was protruding from the catheter¿s distal broken end. The broken proximal end exhibited necking with the inner liner and braid exposed. The catheter was found to be flattened and kinked from the distal tip. Follow-up was conducted for additional complaint details based on the separated condition of the returned device, however no information has been received. The proximal segment of the marksman catheter was not returned; therefore, any contributing factors from the marksman catheter could not be assessed. The marksman catheter and flow diverter were found damaged. It is possible that the severely tortuous vessel anatomy may have contributed to the reported issue; subsequently causing the flow diverter pushwire and the catheter damaged and stuck. It was not possible to determine the cause of catheter separation, but it appears that there was excessive force used. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU): never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization treatment of a small unruptured anterior communicating artery amorphous aneurysm, this catheter could not get across the aneurysm with the flow diverter. The flow diverter found stuck inside the marksman catheter. The vessel was severely tortuous. No patient injury was reported. The device was received for evaluation and marksman catheter found to be separated. The proximal segment of the catheter was missing.